Event description:
It was reported that an alert was observed on this implantable cardioverter defibrillator (ICD) system for a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. A review of the device data indicated that the shock impedance has been very stable over the last year in the approximately 400 ohm to 50 ohms range prior to this single high out of range measurement. There is no evidence of noise on any of the channels. Boston scientific technical services (ts) explained that this single out of range measurement could be due to the way the impedance test is run by the device and that the small amplitude signal can be impacted by external electromagnetic interference (emi). Ts provided guidance to the healthcare provider (hcp) that they only way to determine the cause is to bring the patient in for further testing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).